Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On (B)(6) 2022, the patient reported that the infusion set's tubing was detached from connector. The site location was abdomen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.